Manufacturer narrative:
(B)(4). Evaluation summary: visual analysis was performed on the returned device. The balloon rupture was confirmed. The difficult to remove protective sheath could not be confirmed since the sheath was not returned and the physical resistance could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath and balloon rupture. The physical resistance appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a (B)(4) stenosis in the distal right coronary artery. During preparation of the 2.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) there was resistance felt while removing the protective sheath. There was no other issue or leak noted during preparation. During the advancement of the bdc to the lesion a little resistance was felt. Upon the first inflation of the bdc at 6 atmospheres, a rupture was discovered in the balloon. There was no contrast, saline or air introduced into the patient's anatomy as a result of the rupture. The procedure was completed successfully with another nc trek bdc. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.